Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 754 mg/dl. Customer was admitted to (B)(6) hospital on the evening of (B)(6) 2018. Customer experienced diabetic ketoacidosis in addition to high blood glucose levels. Customer declined to troubleshoot the insulin pump and their high blood glucose levels. The insulin pump will not be returned for analysis.